Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a bph surgical procedure "forward firing" was noted. The fiber was exchanged and the procedure was completed by utilizing second fiber. Patient outcome: "ok" reported. No injury to the patient was reported.

Manufacturer narrative:
Product evaluation: failure analysis for fiber 0010-2400-538b-2393: the glass cap exhibits severe devitrification at output window; the metal cap exhibits mild detritus adhesion on surface; the fiber was tested with hene laser fixture, aim beam is present at fiber output window; the outer flow tubing open end wall exhibits minor scratch marks, and severe contamination, likely biologic. Probable root cause: based on the device analysis, the product complaint "forward firing" could not be confirmed; cap wear was observed; the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber.

Event description:
At 332 joules of use and 2:02 minutes, fired through end of fiber; laser went into standby mode "excessive fiber life activity. Was able to use original card to complete the procedure was noted. The fiber tip (cap) was not cleaned during the procedure.